Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 46 year-old female patient who had essure inserted (lot no. B06102, b08102) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, iron deficiency anemia, rheumatoid arthritis and post-traumatic stress disorder. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2308 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and gastrointestinal disorder ("bowel problems"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered dyspareunia, gastrointestinal disorder, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted date of surgery : (B)(6) 2014. Lot number: b06102 manufacturing date: 2013/03 expiration date: 2016/03/31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-apr-2022: medical record received : reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure (batch no. B06102) inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. The patient was treated with surgery (essure removed (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: b06102 manufacturing date: 2013/03. Expiration date: 2016/03/31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-sep-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B06102) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: b06102; manufacturing date: 2013/03; expiration date: 2016/03/31. Most recent follow-up information incorporated above includes: on 28-jul-2021: the case become serious incident : reporter information , date of birth, explant date, event adverse drug reaction was replaced with 'medical device removal'. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 46 year-old female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, iron deficiency anemia, rheumatoid arthritis and post-traumatic stress disorder. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2308 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and gastrointestinal disorder ("bowel problems"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered dyspareunia, gastrointestinal disorder, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted date of surgery: (B)(6) 2014. Lot number: b06102. Manufacturing date: 2013/03. Expiration date: 2016/03/31. B08102-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure (batch no. B06102) inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. The patient was treated with surgery (essure removed (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: b06102, manufacturing date: 2013/03, and expiration date: 2016/03/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-sep-2021: quality safety evaluation of product technical complaint. On 1-sep-2021: reference section were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device migration") in a 46 year-old female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of painful intercourse, dysuria, appendicectomy, sjogren's syndrome, endometriosis (admitted date: (B)(6)2021 discharged date:(B)(6) 2021 elective surgery), abdominal pain, arthralgia, myalgia, adenomyosis, menorrhagia, rectal bleeding, nabothian cyst, spotting vaginal, adenomyosis, iron deficiency anemia, rheumatoid arthritis and post-traumatic stress disorder. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2540 days after essure insertion, she experienced pelvic pain ("pain / including chronic pain"). Essure was removed the same day. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("bowel problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological issues"), anaemia ("anaemia"), fatigue ("fatigue"), syncope ("fainting"), pyrexia ("fever"), night sweats ("night-sweats") and rheumatoid arthritis ("exacerbation of symptoms of preexisting rheumatoid arthritis."). The patient was treated with surgery (subtotal hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, genital haemorrhage, dyspareunia and gastrointestinal disorder were unknown. The reporter considered anaemia, bladder disorder, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, night sweats, pelvic pain, pyrexia, rheumatoid arthritis, syncope and urinary tract disorder to be related to essure administration. The reporter commented: discrepancy noted date of surgery : (B)(6) 2014 discrepancy noted: insertion date as per argus (B)(6) 2015. As per mr (B)(6) 2014. No fallopian tube perforation/infection. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: hospital report hsg both devices are satisfactorily positioned and there is no evidence of tubal filling beyond the. Lot number: b06102 manufacturing date: 2013/03 expiration date: 2016/03/31. B08102-invalid concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records..device migration, bladder disorder, urinary tract disorder, allergic reaction, psychological disorder, anaemia, fatigue, fainting, fever/ night-sweats , rheumatoid arthritis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: mr received : reporters information patient medical history and lab data added, events "device migration, bladder disorder, urinary tract disorder, allergic reaction, psychological disorder, anaemia, fatigue, fainting, fever/ night-sweats , rheumatoid arthritis were added, product insertion date and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a 46-year-old female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and gastrointestinal disorder ("bowel problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and gastrointestinal disorder outcome was unknown. The reporter considered dyspareunia, gastrointestinal disorder, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted, date of surgery: (B)(6) 2014. Lot number#: b06102, manufacturing date: 2013/03, expiration date: 2016/03/31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, reporter information added. Previously reported event: medical device removal updated to event pelvic pain. Events: abnormal bleeding, dyspareunia and bowel problems added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.